Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The ipg site was red and discharged pus. The patient underwent an explant of the ipg and is doing well post-operatively. Antibiotics were provided to the patient both during and after the surgery.

Manufacturer narrative:
Correction to initial MDR in block h6. Device technical analysis the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review a product labeling review identified that the device was used per the directions for use (dfu). Investigation conclusion based on the provided information, the investigation conclusion is that infection is one of the potential risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation based on the dfu. The probable cause is known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The ipg site was red and discharged pus. The physician explanted the ipg and the patient is doing well post-operatively. Antibiotics were provided to the patient both during and after the surgery.